Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware 90 minutes post-aquablation therapy, the patient's abdomen was distended and firm. The patient was removed from continuous bladder irrigation and sent for a CT scan. The CT scan revealed a bladder perforation and the patient was taken back to the operating room for an exploratory laparotomy to close the perforation successfully. The surgeon indicated that the bladder perforation occurred during focal bladder neck cautery. Planning prior to aquablation therapy was adequate and the surgeon stated that the perforation had no relation to the aquablation treatment. The surgeon provided an update several days later that the patient was doing well.

Manufacturer narrative:
H.11 additional manufacturer narrative. The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR) and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that bladder was perforated which the treating surgeon attributed to something he did during focal bladder neck cautery. The bladder was repaired and the patient is reported to be doing well. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the treatment logs, DHR and IFU, the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.